Event description:
It was reported that this implantable pacemaker was explanted due to migration. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable pacemaker was explanted due to migration. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, the header is firmly attached to the pg casing. Visual inspection noted no irregularities. No holes were noted in the seal plugs and setscrews move freely. The device memory was available for review and that nominal brady mode was ddd. Lifetime sense and pace counts were reviewed and noted normal device behavior per a dual chamber mode. Fault data was reviewed and noted no critical fault codes present. Memory noted a sharp drop of device temperature, this is consistent with the time frame of explant. Battery voltage noted a gradual decline, free of abrupt drops until explant. Hardware power usage noted a constant rate, free of high and rising power until explant. The investigation deemed no product defect.